Manufacturer narrative:
Eval results: visual inspection of the returned product showed that both lens haptic and the lens optic are torn in two pieces. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evalution.

Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and the lens tore. The lens was cut into pieces to remove from the eye without enlarging the incision. No suture was required to close the wound. No patient injury. Surgery was completed with another lens.